Event description:
It was reported that log file review showed the controller's temperature was between 37-48c. The normal operating range is 30-50c.

Manufacturer narrative:
Section d1: brand name: corrected. Section d4: model number, catalog number, and UDI: corrected. Manufacturer¿s investigation conclusion: the reported event of increased controller temperatures was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days (03jun2024 ¿ 04jun2024 per timestamp). The average temperature of the controller throughout the log file was approximately 44.5 degrees celsius. This is within the acceptable temperature range stated in the heartmate 3 IFU section 2 ¿system operations.¿ the recorded temperature in the log file correlated to the internal controller temperature and therefore cannot be correlated to the external controller temperature at the time of the event. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made asking if the issue resolved, and if the controller was exchanged; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate iii patient handbook (rev. C) section 2 entitled ¿how your heart pump works¿ states that the acceptable temperature range for the system controller is 32°f - 104°f. It also cautions users to ¿not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f)¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a system controller that got extremely hot. There were no alarms on ventricular assist device (vad) interrogation. Log files were submitted for review and contained clusters of pulsatility index (pi) events as well as routine power source changes. No abnormal system controller alarms or pump faults were seen in the log. The pump appeared to be operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.